Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton stuck inside- vagina [foreign body in reproductive tract]. Cotton stuck [device breakage]. Blood streaks- vagina [vaginal haemorrhage]. Case description: consumer reported that cotton was stuck inside, no serious injury reported.